Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned and analyzed. Distal conductor blood/body fluid (not obstructed); blood on outer tubing overlay and in/on lobe mechanism.

Event description:
Lobes deployed with stylet locking mechanism in place, unable to deliver. Proximal lobe fractured upon placing locking mechanism on it, attempted implant. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.